Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, implantable cardioverter defibrillator (ICD), (B)(6) 2011; competitor implantable pacing lead, (B)(6) 1996. (B)(4).

Event description:
It was reported the patient was hospitalized due to heart failure. The telemetry strips showed pacing below the lower rate due to oversensing on the right ventricular lead. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.